Manufacturer narrative:
The evoke scs system was returned to saluda. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed, and the product met all requirements for release. Lead information: brand name: evoke 12c percutaneous lead kit - 60cm. Model: 103807. Catalog: 1008. Lot/batch: 9019521766. UDI: (B)(4). Manufacture date: 22 july 2025. Expiration date: 22 july 2026.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported feeling fatigue. The physician¿s evaluation and computed tomography (CT) scan and ultrasound confirmed an infection at the evoke closed loop stimulator (cls) implant site and the lead implant site. The evoke scs system was explanted and antibiotics were administered to resolve the reported event. The evoke scs system was confirmed to be functioning as intended prior to the explant.